Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported an absence of the no delivery alarm. The blood glucose reading was 154 mg/dl. Customer treated with a manual injection. The insulin pump passed the high pressure test. Nothing further was reported.